Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video gastroplasty procedure, the purple load failed at the beginning of firing and did not progress. The surgeon was unable to press the green button and squeeze the handle and the device did not fire. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.